Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenanculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of ¿cable broke¿. Inspection of the instrument found the pitch cable broken at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The housing was removed from the back end and no damage was found. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk3265. In addition, the instrument was last used on (B)(6) 2021 on system sk3265. The tenaculum forceps had 6 uses remaining after the last use. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable of the tenaculum forceps instrument broke. The procedure was completed with no reported injury.